Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and batch number to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample and batch number to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the physician went to deploy the capio suture, when he pulls the capio slim device back, the suture bullet had become detached from the suture. Upon inspection it did not look like the bullet was retained in the device. They completed the case using another suture and used the same capio slim device. There was no patient injury.